Manufacturer narrative:
No conclusion code available; final analysis found lead coil stretched from 7.5cm to 11.5cm from the connector pin.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to implant, the right ventricular lead seemed damaged. The lead was not used. No patient was involved.

Manufacturer narrative:
(B)(4).